Event description:
The customer reported that her insulin pump was acting strange. The caller hurt herself at work and was taken to the emergency room. The customer stated that she had an x-rays while wearing the insulin pump as she was told by the nurse that she does not need to take off the device. The blood glucose at time of her admission was 178mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the caller to run a manual prime test and the insulin did exit. The time and date were correct; however, the basal rates and bolus wizard settings were unknown. Reviewed the alarm history and found low reservoir and auto off alarms. Instructed the caller to remove the cannula and it was bent. Advised the customer to call back when the tubing clamp arrives to continue testing. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.